Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report that her blood glucose was elevated to 483 mg/dl with symptoms of increased urination and blurry vision after she awoke in the middle of the night to hear the alarm of maximum total daily dose exceeded. The patient was unable to take insulin via the pump since she could not clear the alarm and contacted her hcp to get a backup plan. She was not able to reach her hcp at the time of concern. Animas was unable to get in contact with the patient to obtain more information. This complaint is being reported because the patient had elevated blood glucose and symptoms that can be suggestive of hyperglycemia after there was an issue with the total daily dose was exceeded.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.